Event description:
It was reported that during a da vinci-assisted surgical procedure that the vessel sealer extend instrument did not seal sufficiently. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 23-sep-2021. The surgical procedure being performed was a right colectomy. Nothing unusual occurred during the first few sealings. The specific issue the surgeon experienced was that the vessel sealer extend would not seal, would not cauterize. It was unknown how long the vessel sealer extend was in use before the sealing issue occurred. No errors occurred. The seal cycle did complete with the fast audible tones as expected. There was tissue that was cut that was not fully sealed; the cut was not made after the "seal completed" tones were received. The target tissue was a small vessel, not under tension, and not greater than 7mm. There was no evidence of vessel calcification and it had not exposed to any radiation or chemotherapy. Tissue effect was not observed during the sealing cycle. The jaws did not come into contact with any other metal objects when the issue was noted. The jaws were not immersed in liquid or contaminated by bio debris prior to the sealing cycle. There was reportedly "minimal blood loss" by the patient with no blood transfusion required. The bleeding was resolved by opening a second vessel sealer extend instrument and the procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to confirm or replicate the reported issue. The instrument was driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened/closed properly. The jaw ceramic dots were present and were delivered without any issues. The electrical continuity tests passed. A log review showed no failures. The jaw/electrode gap verification passed with the 0.003" shim. The grip force test passed: straight - 5.87, yaw - 5.12, pitch - 5.59. The root cause of this issue was determined to be non-device related factors. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the instrument log for the vessel sealer extend (part # 480422-01 /lot # l91210623-0090) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The vessel sealer extend is a single use instrument. Based on the information provided, this complaint is being reported for the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal, however, the audible beeps from the generator indicating that the seal was complete were heard. Per the description of the complaint, the vessel sealer extend instrument incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.